Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported receiving readings of 199 mg/dl and 99 mg/dl on their freestyle lite meter within 10 minutes that they perceived as erratic. However, the results when plotted on parkes-error grid fell into a "b" zone showing the difference in values being clinically insignificant. The customer also reported experiencing vertigo and weakness with subsequent loss of consciousness. No self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.